Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the tubing through pinch valve, pv42 and the instrument ran without any leaks. The beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
Customer reported a leak of 2 ml of clear fluid from probe wipe block/probe area of the analyzer occurred when using the coulter lh 500 hematology analyzer in their laboratory. Customer stated they heard a slurping sound from the secondary probe assembly and there is some fluid leaking from it. Customer was preparing to run samples for linearity when the leak was observed. The leak was not contained. A beckman coulter field service engineer was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves and lab coat at the time the leak was observed. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.